Event description:
Boston scientific received information that the patient with this implantable lead tripped and fell while at home. The patient then began noticing muscle stimulation. The patient was seen for follow up where it was noted that the lead had pulled back from its original position. The patient underwent a lead revision procedure where the lead was explanted and replaced. There were no adverse patient effects reported. The lead has been returned for analysis.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.